Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was explanted due to infection. There is no known allegation from the health care professional that the infection was related to the device or procedure. No further information is available at this time.